Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 198 mg/dl. The customer's levels had been as low as 40 mg/dl. The customer was treated at the hospital for the lows. The customer states they had been hospitalized multiple times within the last six months. The customer did not believe the pump was over delivering. Troubleshoot was conducted and the customer was able to upload pump to carelink. No further assistance at this time.